Manufacturer narrative:
Footboard screen damaged.

Event description:
It was reported by service report that the screen is cracked and has a blinking light. No patient involvement or adverse consequences are reported.